Manufacturer narrative:
The reported event of sensing noise was not confirmed. As received, a complete lead was returned in one piece for analysis with the helix found partially extended and clogged with dried blood/tissue. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage.

Event description:
During an unrelated procedure, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.